Event description:
It was reported that during a scheduled vena cava filter retrieval, two detached filter limbs were noted to be embedded in the ivc wall. The filter was removed; however, attempts to remove the detached limbs were unsuccessful. There was no reported patient injury.

Manufacturer narrative:
The lot number has been provided and the device history records are being reviewed. The investigation is currently underway.